Event description:
Customer reports to have experienced button malfunction. Customer states that when attempting a bolus delivery, the numbers on insulin pumps continued to scroll. Customer was advised that insulin pump will need to be replaced. Customer's blood glucose was 240 mg/dl. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.